Event description:
The customer contacted baxter's technical service center to report an issue of air in patient line found on the disposable cassette during use. The baxter technical representative (tsr) assisted the care giver(cg) to cycle power off and on and end therapy due to patient line being full of air. The cg stated that they forgot to unclamp the patient line during priming. The cg will start over therapy with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report of a air in tubing (without alarm) was confirmed. The cause was determined to be use error- patient left clamp closed on patient line during prime. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.